Event description:
According to the facility on (B)(6) 2022 while transferring a patient from their bed to their chair the sling straps snapped and the patient fell onto the tile floor. Per the facility, 911 was called and the patient was transferred to the emergency room where they performed imaging on the patient's hips, pelvis, elbow, ribs, and chest. According to the facility the imaging showed a fracture of the '8th rib'.

Manufacturer narrative:
According to the facility on (B)(6) 2022 while transferring a patient from their bed to their chair the sling straps snapped and the patient fell onto the tile floor. Per the facility, 911 was called and the patient was transferred to the emergency room where they performed imaging on the patient's hips, pelvis, elbow, ribs, and chest. According to the facility the imaging showed a fracture of the '8th rib'. The patient was not admitted to the hospital and is reported to be doing 'stable'. The device was purchased in (B)(6) 2021 from medline and has been requested to be returned for evaluation. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.